Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was 472mg/dl at the time of the incident. The customer reported that they just received the pump and received my training on it today. The customer reported that one of those two tabs was really hurting. Customer states the irritation was sharp poke. Customer states irritation was not pump bumps. The customer declined to troubleshoot for high blood glucose, and ate and didn't treat. The insulin pump will not be returned for analysis.